Event description:
A malfunction alarm with code malf 12 was reported, and technical support provided assistance to reset the pump, successfully resolving the issue. The customer declined to provide information regarding any impact on blood glucose levels, so no impact details were available. Customer was informed to continue using the pump and contact technical support if the malfunction recurred, which customer acknowledged.